Event description:
Customer posted on saalt's facebook group that her iud was dislodged during menstrual cup removal. Saalt responded to customer asking them to email saalt so we could obtain more information regarding the incident. Customer did not specify whether they were using a saalt cup or a different brand menstrual cup. Saalt made three attempts to contact the customer without any response. Instructions for use (IFU) states to consult your physician before using your cup with an iud. We have since updated our instructions to add the language "be sure to break the seal before removing your saalt cup to avoid dislodging your iud." Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.